Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection and leak testing were performed and revealed a leak at the join of the injection site and port. The reported condition was verified. The cause of the reported condition was determined to be a environmental manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a empty intravia bag was found leaking at the labeling stage. The device was injected with epidural drugs. There was no patient involvement. No additional information is available.